Event description:
Four (4) days post colectomy procedure, performed in 2007, the pt presented with infection - erythema and edema at the incision site.

Manufacturer narrative:
Eval summary: the device involved in this incident is not available for eval, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. Furthermore, the lot numbers of the pumps were unk, and as a result, I-flow was unable to conduct a historical review to determine similar problems with a specific lot number. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hosp to hosp, procedure to procedure, and pt to pt. The attached clinical study (#1) performed on the on-q pain relief system found that the rate of infection with a continuous pump was 0.7%, which was equal to or less than the published cdc rate. In addition, the attached clinical study (#2) about "efficacy of continous wound catheters delivering local anesthetic for postoperative analgesia" published in the journal of the american college of surgeons (volume 203, number 6, 12/2006) demonstrated that the reported wound infection rates was 0.7%. Our devices are mfg as being sterile.